Event description:
Or staff report while patient undergoing abdominal hysterectomy, the pks cutting forceps stopped working after about 5 mins of use. Staff troubleshot issue, but could not get forcep to turn back on, device removed from field and another same type/model was used to complete the procedure. No injury to patient. Staff unable to determine failure.